Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation but the device failed to cross the lesion. Despite this, the balloon was inflated at the proximal part of the lesion; however, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. There were no patient complications nor injuries reported.